Event description:
As reported, after opening the outer packaging for a 7mmx 10cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter and dropping the inner packaging on the operating table, the surgeon picked up the inner packaging and found that the packaging is not tightly sealed. This caused the surgeon to question the product of the quality and replace the powerflex pro pta balloon catheter with an unknown device, while also replacing their sterile gloves to ensure surgical sterility. There were no reported injuries to the patient. This was during a trans jugular vein portacaval shunt procedure. When opening the outer packaging of the powerflex pro balloon catheter, there were no abnormalities in the outer packaging and the airtightness was intact. The device was not returned as expected. Additional information was requested but was not provided. The hospital reported this case as an adverse event to china nmpa directly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Malfunction code of "packaging/pouch/box - compromised sterility - seal open" no longer applies. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer considered reportable.

Event description:
As reported, after opening the outer packaging for a 7mmx 10cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter and dropping the inner packaging on the operating table, the surgeon picked up the inner packaging and found that the packaging is not tightly sealed. The sterility of the device was not compromised as the inner package was reportedly intact. However, the surgeon questioned the product of the quality and replaced the powerflex pro pta balloon catheter with a non-cordis balloon catheter, while also replacing their sterile gloves to ensure surgical sterility. There were no reported injuries to the patient. This was during a trans jugular vein portacaval shunt procedure. When opening the outer packaging of the powerflex pro balloon catheter, there were no abnormalities in the outer packaging and the airtightness was intact. The device was stored per the instructions for use (IFU). The device was not returned as expected. The hospital reported this case as an adverse event to china nmpa directly.